Event description:
The patient had 6 fr angioseal closure device placed post-procedure (B)(6). The patient was readmitted the next day for hematoma and pseudoaneurysm. The patient was taken to surgery for repair of the right femoral artery pseudoaneurysm and evacuation of hematoma.